Event description:
A maude report was received from the FDA on 10/15/09 reporting an incident from 2009, of a customer that experienced a peripherally inserted central catheter (PICC ) line infection in a neonate. This facility had recently changed to baxter clearlink intravenous (IV) tubing. The report indicates due to the design of the injection ports, each must be accessed with a syringe during set-up to remove trapped air that is not otherwise removed during the priming process. Prior to this month, the neonatal intensive care unit (nicu) had 320 days with no central line infections. Since changing to this tubing, there have been 3 cases confirmed and one suspected. No additional information was provided.

Event description:
Additional information was received on 11/04/09 from a copy of the healthcare service special cause analysis summary, which provides the following information on the pt: "this was an infant who had surgery (unknown) in the unit. The following day, the infant met the guidelines for peripherally inserted central catheter (PICC). The line was inserted. The dressing was removed 2 times on day one for repositioning. The next dressing change on day two for repositioning. The entire line of tubing was changed 5 times during the 15 day duration of the PICC line. The infant became symptomatic on day 15. Nafcillin and gentamycin were initiated, and then changed to vancomycin in the next day. Medications were not given through the PICC line. The PICC line was removed on 2 days later." The patient outcome is unknown.

Manufacturer narrative:
Additional information received from the facility risk manager indicates: the faciltiy feels that air in the tubing is the issue. Staff technique is not the issue. The practice in the neonatal intensive care unit (nicu) is to: remove all of the air during priming and prior to use each port on the tubing is accessed and the air is removed this process is conducted as a sterile procedure a separate syringe is used for each port after the tubing is primed, any remaining air is withdrawn a final time. This product is used throughout the facility, pediatrics and adults, and there have been no reports of issues with the set resulting in infections. The facility conducted a root cause analysis of the issue and determined the following: -the nursing staff members are all seasoned clinicians and not new to the nicu area. The events occurred with several staff members and not just one individual. -students are not allowed in the nicu area. -there has been no change in practice within the nicu. -the only commonality found was the use of the clearlink buretrol solution set. As a result of the root cause analysis the following processes were put into place: the nicu educator has retrained all of the nicu staff on the use of the clearlink buretrol set. In the interim, the staff will set up the buretrol set by using a sterile procedure. Additional information received indicates that the facility has returned to use of an interlink product. Additional information was received from the facility on 11/04/2009 for three of the four pts. No additional clinical information was received on this patient.

Manufacturer narrative:
The lot number is unknown and the facility/contact is unknown, therefor baxter is unable to contact the facility to request a sample for evaluation.

Event description:
A maude report was received from the FDA on 10/21/09 reporting an incident from an unknown date of a customer that experienced a peripherally inserted central catheter (PICC ) line infection in a neonate. This facility had recently changed to baxter clearlink IV tubing. The report indicates due to the design of the injection ports, each must be accessed with a syringe during set-up to remove trapped air that is not otherwise removed during the priming process. Prior to this month, the neonatal intensive care unit (nicu) had 320 days with no central line infections. Since changing to this tubing, there have been 3 cases confirmed and one suspected. No additional information was provided.